Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern (internal report reference number (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 96, 73, 84, 78 and 106 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl and expected non-fasting blood glucose test result is 146 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 05/24/2025 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 96 mg/dl date: (B)(6) 2024 time: 3:49pm non-fasting result 2: 73 mg/dl date: (B)(6) 2024 time: 7:34am fasting result 3: 84 mg/dl date: (B)(6) 2024 time: 8:59am fasting result 4: 78 mg/dl date: (B)(6) 2024 time: 6:52am fasting result 5: 106 mg/dl date: (B)(6) 2024 time: 6:00pm non-fasting.